Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37761, serial# (B)(4), product type recharger. Fdr and fdc apply to the desktop charger (37761) fdc applies to the ins (37713). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported that the patient's desktop charger connector pin and ins recharger (insr) connector pins were bent which resulted in the patient not being able to charge the ins and a return of pain. A new desktop charger and insr were sent to the patient. Follow-up was conducted with the rep but they did not have any additional information. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type recharger. Analysis of the desktop charger (serial #(B)(4) found that the connector pins were broken: all fdm and fdr codes apply to the desktop charger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc code (B)(4) applies to the desktop charger ((B)(4)). If information is provided in the future, a supplemental report will be issued.